Manufacturer narrative:
1038671-2023-01907 report number d10: 2196214 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. 2558309 200-02-35 - three peg patella 35mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01907. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Revision op report findings: 1. The patient had a marked synovitis. 2. The patella button was solidly fixed but had significant wear and delamination of the button. 3. The femoral implant had micro motion and was debonded from the underlying cement mantle. There was extensive osteolysis in the distal femur, particularly in the lateral condyle and complete erosion of the posterior lateral condyle. 4. The tibia implant was found to be solidly fixed, but there is extensive underlying osteolysis, especially in the entire medial tibia, which was down to a very thin cortical rim and there was some ful1-thickness structural defect. Op report further states that the tibial liner was extracted and found to have wear and some areas of delamination. *original description summary* as reported via legal documentation the patient had a right knee replacement. Approximately 9 years and 6 months after the initial procedure the patient had a right knee revision. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.